Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service representative performed maintenance, performed ise checks, and a precision test. Qc passed with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 and ise indirect ci for gen.2 results for approximately 100 patient samples on a cobas 8000 ise module. Two examples were provided: patient 1 (B)(6): the initial sodium result was 121 mmol/l and the repeated result was 133 mmol/l. The initial chloride result was 89 mmol/l and the repeated result was 100 mmol/l. Patient 2 (B)(6): the initial chloride result was 94 mmol/l and the repeated result was 106 mmol/l. The customer stated the patient samples were also repeated on a avl 800 blood gas machine. The exact result values could not be provided, but the customer stated they matched the repeated results that were taken on the cobas 8000 ise module. The initial results were reported outside of the laboratory. The repeated results were believed to be correct. The electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
Calibration was acceptable. The field service representative found the issue was due to poor maintenance. The investigation determined the service actions resolved the issue.